Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed e346 (distal press snsr 2) on channel 1 and 3, and e433 (prox press snsr 2) on channel 2. This does not indicate a reportable malfunction. However, during verification testing at the service center channel 1 of the device alarmed with e301 (audio alarm failure) and channel 3 of the device automatically turns-off with continuous audible alarm.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.